Event description:
Device 3 of 4, reference MFR. Report#:1627487-2017-05979, reference MFR. Report#:1627487-2017-05980, reference MFR. Report#: 1627487-2017-05982. Follow up information identified postoperatively, effective therapy was reported.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report#:1627487-2017-05979, reference MFR. Report#:1627487-2017-05980, reference MFR. Report#:1627487-2017-05982. It was reported the patient experienced pain at the lead site on the right side of the back of his head. As a result, the patient underwent a lead revision on (B)(6) 2017.